Manufacturer narrative:
Distributor was contacted and further information was requested regarding the issue. The exact implant and explant date of the device is unknown. The sample was not returned to new world medical; therefore, the issue could not be evaluated. The device history record for the lot involved was reviewed and no product was manufactured, tested and released per validated procedures.

Event description:
The eye pressure of a patient did not go down after an ahmed glaucoma valve was implanted. It was explanted during a rescheduled surgery.

Manufacturer narrative:
The returned sample was visually inspected and tested under simulated conditions. The result of the evaluation shows that the sample performed in compliance with approved procedures.

Event description:
The eye pressure of a patient did not go down after an ahmed glaucoma valve was implanted.